Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 531 mg/dl. The customer was treated for the high blood glucose with a insulin drip. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 9:00 pm. The customer declined troubleshooting and does not know what caused the high blood glucose.